Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedance measurements greater than 3,000 ohms. There were also high pacing thresholds at 7.0 volts at 1.5 millisecond (ms). The lead was electrically deactivated. No adverse patient effects were reported.